Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12, q13, and q16 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor which was returned for investigation into an unrelated issue, a reportable malfunction was found. Monitor sn (B)(4) failed incoming functional testing.